Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due character limitations the complete name: (B)(6).

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) condenser fan not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information:e1(event site postal code-563000). It was reported that during routine inspection the cs100 intra-aortic balloon pump (iabp) unit decondenser fan not working. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing d997-00-0986-15, condensate removal mod chinese. Fse performed functional and safety test and released the unit for clinical use.

Event description:
N/a.